Event description:
Aqua futura, a technical support for fresenius medical care mexico, reported low sodium levels in most of the seven machines in a dialysis clinic. Three patients were admitted to the hospital after being found unresponsive during dialysis treatments. The third patient reportedly had the same symptoms. Admitting diagnosis was low sodium level. The reported dialysate sodium was 132, and was dated 01/2002.